Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported their blood glucose would range from 400 mg/dl to 500 mg/dl during the time of the alarms. Troubleshooting did not occur for the customer's high blood glucose. Customer also reported bent cannulas occuring with the infusion set. The customer stated the issue has persisted for the past three weeks. The customer reported the no delivery alarm was resolved by an infusion set change. The insulin pump will not be returned for analysis.